Manufacturer narrative:
Device was received with critical pump error (open book image) due to moisture damage on electronic assembly. Device was received with cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and missing display window cover.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer wen in to the lake with insulin pump and it received critical pump error alarm and also had crack. The customer¿s blood glucose level was 229 mg/dl. The insulin pump will not be returned for analysis.